Event description:
The customer reported the device will not run on battery. It was reported there was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted unit received for will not run on battery. Confirmed failure mode. Upon inspection, observed the battery harness not seated to the bottom of the rear case properly and was not making good contact with the battery. Reseated the battery harness. Pm performed. All tests passed. A review of the device history record for sn(B)(6) was performed from date of manufacture 06/06/2018 to present date 11/02/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The proximate cause of the reported issue was due to incorrect use / misuse of the harness - battery harness.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the device will not run on battery. It was reported there was no patient involvement.